Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis:the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings:the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related events: an unexplained rebooting event occurred on (B)(6) 2015 at 17:38; deliveries resume at 17:51. An unexplained rebooting event occurred on (B)(6) 2015 at 21:05 at 21:14. The total daily dose history was appropriate for the user programmed delivery setting. No battery compartment damage was observed; a battery cap was not returned; a test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 08/14/2015 the reporter contacted animas alleging the patient's blood glucose that day was 468 mg/dl with excess urination, excess thirst, and symptoms of dehydration. An intermittent power condition without battery compartment damage, moisture ingress, or insecure battery cap was reported. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. This complaint is being reported because the alleged serious injury was attributed to a reported pump malfunction.